Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6) 2015, the pacing lead impedance has been consistently above 2000 ohms. In the last week, the impedance has dropped to 1900 ohms. The capture threshold also has risen. No patient symptoms reported. The lead was later extracted and replaced. There were no adverse event and patient remained stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.